Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and pelvic floor repair mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. Following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding, recurrence, dyspareunia, and vaginal scarring, exposed mesh, pelvic and vaginal pain, and inflammation. The patient underwent partial mesh revision/removal on (B)(6) 2009 and (B)(6) 2010; and underwent mesh excision on (B)(6) 2010. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 4/26/2016.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01076. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterine descensus. It was reported that the patient had the concurrent procedure of an anterior and posterior repair and cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent revision of the sling and cystoscopy on (B)(6) 2016 by (B)(6), due to mesh exposure.

Event description:
Details: it was reported that the patient underwent revision of the sling and cystoscopy on (B)(6) 2016 by (B)(6), due to mesh exposure.

Manufacturer narrative:
Date sent to FDA: 2/22/2017. (B)(4). It has been reported that following insertion the patient experienced urinary tract infection, mixed incontinence and atrophy of vagina.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 concurrently with a cystoscopy in order to treat cystocele and rectocele. No additional information was provided.